Event description:
It was reported that the patient had increased spasticity because the sutureless connector was disconnected from the pump. The patient underwent surgery to have the catheter/connector fixed. The patient status post surgery was reported as "okay". The pump was programmed to deliver baclofen. The concentration and daily dose were not reported.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.